Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique coincident with automated peritoneal dialysis (apd) therapy which caused peritonitis. The break in aseptic technique was further described as a touch contamination. On an unknown day, the patient used hand sanitizer to cleanse his hands instead of washing his hands with soap and water before performing apd. Three days later, the patient noticed clear fluid outside of his catheter. There was no redness, swelling or pain. The patient covered the area with gauze and went out to dinner and six hours later he had the shakes and decided to drain early. The effluent was like lemonade concentrate. On the same day as onset, the patient was hospitalized for peritonitis. On an unreported date, the patient started treatment for the peritonitis with vancomycin (intravenous, dose and frequency not reported). Seventeen days after onset, the patient finished his antibiotics. On an unreported date, the patient was retrained on aseptic technique. Four days after being admitted, the patient was discharged from the hospital. On an unreported date within the same month as the event, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available at this time.